Manufacturer narrative:
This report is submitted on 8 july 2020. (B)(4).

Manufacturer narrative:
This report is submitted on march 17, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2019. It is unknown if there are plans patient to re-implant the patient with another device.